Event description:
In the study with echocardiography an ostium secundum asd was discovered and the closure with device offered to solve it. During the procedure, the defect was measured 22mm in diameter at tee and 26 to 27mm with sizing balloon. A first attempt with a 26mm was tried without success for continous migration to the right side. Then a 28mm device was attempted. When the physician released the left disc, there was some torque in the sheath because the physician was trying to change the orientation of the sheath to get a better alignment with the septum. As a result, the left disc moved and opened in the left atrial appendage (laa), causing the laa to rupture and tear. The device was not released from the cable, when the complication happened, both the delivery cable and device were taken out of the patient and the physician used the sheath in the ivc to infuse volume. A fast cardiac tamponade was treated with a pericardial puncture and drainage of blood, but it was not possible to stop the hemorrhage. The patient was then sent to the or where cardiovascular surgeons open the chest, repaired the lesion of the atrial appendage and closed the asd. The postoperative period was uneventful and the patient was discharged to her home seven days later, she is doing fine.

Manufacturer narrative:
Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Confirm correct placement. If device placement is unsatisfactory retract the device into the sheath and redeploy (asd IFU, directions for use, secion 11.3). Perforation of a vessel or myocardium may be a potential adverse event of interventional cardiac catheterization techniques (asd IFU, adverse events, section 6.4).